Event description:
It was reported that while urinating the patient arched is back significantly causing the superion implant to migrate and his pain to return. The patient underwent an explant procedure and is doing well. MRI, magnetic resonance imaging, was taken and confirmed the device migrated. The device will not be returned as it was discarded by the facility.